Event description:
The catheter tubing broke away from the yellow plastic adapter during insertion.

Manufacturer narrative:
The sample is not available for evaluation. Additional information regarding this incident has been requested. If additional information is received, a supplemental report will be submitted. (B)(4).